Event description:
It was reported that loss of capture was observed when a patient presented in clinic for normal follow-up. Fluoroscopy revealed lead dislodgement. The lead was capped and replaced. The patient was in good condition post-procedure.

Manufacturer narrative:
(B)(4).